Event description:
An intervention was performed to replace the subject lead to a sensing issue. Reportedly, the sensed r wave was very low (around 1mv). The physician reported that during the intervention, no dislocation of the lead could be seen via x-ray. R-wave measurements with a psa were also abnormally low, but impedance and threshold measurements were ok. The subject lead was extracted and another ICD lead was implanted in a new position. The r-wave values measured on this new lead were similar to the previous lead (abnormally low).

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.